Event description:
It was reported that a fiber optic sensor failure occurred during intra-aortic balloon (iab) therapy. The fiber optic arterial pressure (ap) was not able to be regained with troubleshooting efforts. The transduced inner lumen ap was then used for the ap on the cardiosave intra-aortic balloon pump (iabp). Therapy was not interrupted due to this issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
It was reported that a fiber optic sensor failure occurred after approximately 15-16 hours of intra-aortic balloon (iab) therapy. It was noted that the patient had sat up to urinate using the urinal and after that is when the failure occurred. The fiber optic arterial pressure (ap) was not able to be regained with troubleshooting efforts. The transduced inner lumen ap was then used for the ap on the cardiosave intra-aortic balloon pump (iabp). Therapy was not interrupted due to this issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The optical fiber was found to be broken within the catheter tubing near the y-fitting approximately 76.5cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).